Event description:
Initial surgery for bowel resection. Pt had small area in incision that would not heal. Physician took x-ray and observed a single staple lodged in the subcutaneous tissue. Decision made to remove staple with fluoro and local anesthesia.